Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a power management (pm) printed circuit board assembly (pcba) replacement was recently performed per a field change order service, and during device setup, the device would not work on battery power-- the battery light emitting diode (led) was flashing when connected to alternating current (ac) power. There was no patient involvement at the time the issue was discovered as the issue occurred during device setup. The bme stated that the battery was philips brand with a 2020 manufacturing date and the battery voltage on the screen in pneumatics read 16v. The bme requested warranty repair to address the issue.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.